Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that their device had turned off but was reconnected and was now functioning. The patient explained that someone had called them while they were traveling and said they would call back. However, the patient forgot to follow up upon arrival and was now trying to contact them to ensure the device is operating correctly. The agent asked if the device had turned off by itself, and the patient responded that they believe it did because they hadn't answered the phone, and they think that it has been turned off in the last three days. Additionally, the patient said they received a bill but cannot locate it. Patient was redirected to their healthcare provider for further assistance with their device and related concerns.